Event description:
It was reported that high impedance was seen on the patient¿s device who was scheduled for prophylactic replacement that day. A full replacement was performed. The explanted devices are not available for analysis. No additional relevant information has been received to date.